Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic technician reported "poor chamber stability" in quadrant settings during a cataract extraction with intraocular lens implant procedure. Surgery was completed with no harm to the pt. Service has been requested for the system. Add'l info has been requested, but not has been received to date.